Event description:
Reportedly, the device has been implanted (B)(6) 2019. On (B)(6) 2026 the device has been explanted and this is quicker than the warranty of 8 years in belgium.

Manufacturer narrative:
The subject device was implanted on (B)(6) 2019 and explanted on (B)(6) 2026. The device has not been returned yet and the longevity calculation was performed based on the data provided. The solely follow-up data from 4 october 2022 has been provided and analyzed. The estimation of the longevity has been performed using the follow-up data provided. Based on the parameters programmed on (B)(6) 2022, the expected overall longevity is estimated at ¿ 84,3 months. The implantation duration was 80 months which is higher than 75% of the estimated overall longevity (75% of 84,3 months = 63,3 months). Based on hrs guidelines, no premature battery depletion is suspected. The data provided from (B)(6) 2022 shows that the percentage of ventricular pacing is 94% and that the ventricular output is programmed at 3,5v/0,85ms, leading to increased consumption compared to the programmed outputs in the longevity section in the IFU no premature battery depletion is suspected on the subject device. When the device is received at microport investigation center, it will be analysed and a second report will be provided. This case is retained and utilized for trending purposes.